Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcated stent graft was implanted for the endovascular treatment of a 55mm abdominal aortic aneurysm.  It was reported approximately 2 years post the index procedure the patient returned for a follow-up CT where a type ia endoleak was observed.  No cause as per the physician was provided.  No additional clinical sequalae was provided and the patient will be monitored.